Manufacturer narrative:
This report is for unknown lcp distal femur plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the plate broke through the third distal locking compression plate (lcp) combi-hole in the plate shaft; the screw broke just below the screw head. The light golden anodized plate and the green anodized screw are made of (B)(4). The examination of the raw-material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implants is in compliance with the international standard. The dimensions of the implants were checked using a digital sliding caliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. Weakly visible macroscopic lines of rest are documented and are a sign for a fatigue failure. Areas with wear of anodic layer caused by friction with bone were noticed. When examining the fracture surfaces of the distal fragment for the plate using scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side (upper side) of the plate at the transition to the hole on both sides of the hole and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zone and over a sizable area at the fracture surface. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The crack propagation zone was impaired for investigation because of destruction. But mixed fracture appearance, fatigue striations and dimples, were present. The remaining fracture surface then only showed dimples. The area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the plate failure was caused by fatigue and over-load. Based on the topography of the fracture surfaces, it can be concluded that the implants were subjected to high dynamic bending loads. Constantly alternating bending loads/load cycles (during walking) lead to the fatigue of the material, then to a first crack at the plate and the screw and finally to a fatigue fracture of the implants. The implants could not resist the applied forces which finally lead to the material overload/fatigue failure. A failure resulting from either material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date of event was reported as (B)(6), 2014; it is unknown if that is the date the plate broke or the date the plate was discovered broken. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate was initially implanted on (B)(6) 2014 and explanted on (B)(6) 2014. The patient underwent a revision procedure. The patient's condition is reported as good.

Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: august 14, 2013 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with a locking compression plate (distal femur) on (B)(6) 2014. Sometime between that date and (B)(6) 2014, the plate broke. The plate and screws were explanted on (B)(6) 2014. No additional information pertaining to the patient's condition is known. No reported time delay. This report is 1 of 2 for (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was operated with our implant and the implant broke. This report is for unknown lcp distal femur plate. This is report 1 of 1 for (B)(4).